Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11727. It was reported that burr stuck on wire occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified distal posterior tibial artery. A 1.25mm rotalink¿ plus and a rotawire¿ were used to treat the target lesion. The device was operating smoothly; however, when the physician drew back, the handshake connection between the burr catheter and the advancer unit detached. The burr was stuck on the rotawire. The burr was removed together with the wire. The procedure was completed using another wire and physician performed angioplasty. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. It was revealed that the burr was detached from the coil and was not received at the (B)(4) site; however, the burr was received in (B)(4) on the rotawire for the related compliant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11727. It was reported that burr stuck on wire occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified distal posterior tibial artery. A 1.25mm rotalink¿ plus and a rotawire¿ were used to treat the target lesion. The device was operating smoothly; however, when the physician drew back, the handshake connection between the burr catheter and the advancer unit detached. The burr was stuck on the rotawire. The burr was removed together with the wire. The procedure was completed using another wire and physician performed angioplasty. No patient complications reported and patient's status was stable.